Manufacturer narrative:
Sample was plasma. The centrifugation information was not provided. Qc was within the established ranges prior to the event. A bci field service engineer (fse) was on site on (B)(4) 2010. All verification testing met the specifications and no hardware issue was noted. The fse examined the patient sample tube in question and stated that there was white cloudy debris in the sample tube. There was only 3/8 of an inch of plasma in 13 x 100 mm green tube. The fse aspirated the sample out and re-centrifuged prior to repeat testing. Three accutni test results were 0.01 ng/ml. Although sample quality may have been a contributing factor, no definitive root cause for this event has been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result in the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced lower results. There was not report of death, injury, or change to patient treatment in connection with this event.